Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a package of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes contained one tube of the wrong type.